Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that approximately twenty-four hours post device replacement, an alert triggered, and the left ventricular (lv) lead impedance decreased from the previous device (programmed to the same vector). All other lead impedance are consistent with the previous device, and capture threshold has not changed from old device to new device. The lv lead remains in use and monitoring of lead impedance was recommended. No patient complications have been reported as a result of this event.